Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed. Blood was observed on the external side of the loading device. The delivery device was returned inside of the loading device, with the tension spring and seal remaining inside. The seal was visible from the window of the loading device. A small portion of the seal was inside the delivery device. In addition, the seal was observed to have a crack in it around the outer rim of the seal. The white plunger on the delivery device remained unpressed and the blue lock remained in the locked position. The delivery device was removed from the loading the device, but the seal remained inside of the loading device. The seal was then pulled out from the loading device for inspection. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.490 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" and the reported failure ¿crack¿ were confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using hst iii system (3.8mm), when blue buttons at tip of heartstring are pinched it causes the string on the outer edge of the coil to move into the center of the coil. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using hst iii system (3.8mm), when blue buttons at tip of heartstring are pinched it causes the string on the outer edge of the coil to move into the center of the coil. A replacement device was used to complete the procedure. No patient involvement.